Manufacturer narrative:
The phacoemulsification (phaco) handpiece was not returned for evaluation. The manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported during calibration of the phacoemulsification (phaco) handpiece a system message was displayed. The message was cleared and the handpiece passed prime/tune. During "chop phase" the handpiece did not deliver ultrasounds. Parameters were set for both linear and torsional ultrasound. The staff checked the tip of the handpiece, this was found to be tight and in place. The issue continued even with the pedal completely lowered the handpiece still was not delivering ultrasound. At this point it was decided to exchange the handpiece. When the handpiece was handed off it was very hot and had to be held by the cable. It was noted that the handpiece and tip were completely cold when attached to the system during priming. The surgeon did not feel this intense heat. When new handpiece was connected to the same cassette the fluidics test phase was skipped and went directly to filling and testing phase of the second handpiece a system message was displayed (loose tip). The tip was checked and the handpiece connected to the second port and the system message appeared for the second time. At this point a new cassette and the second handpiece and system message displayed again. This time the prime test was carried out without problems and the procedure was completed quickly. There was no harm to the patient.